Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "sensor error" message was reported with the adc device, and the customer was unable to obtain readings. As a result, the customer experienced dizziness and subsequently lost consciousness, but there was no treatment reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is not properly seated and no physical damage was observed on the sensor patch. Sensor was found to be in state 1 (storage state). Extracted data from the returned sensor using approved software. Observed insertion failure. The sensor was activated with known good reader. If the sensor plug is returned, the case will be re-opened and a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "sensor error" message was reported with the adc device, and the customer was unable to obtain readings. As a result, the customer experienced dizziness and subsequently lost consciousness, but there was no treatment reported. There was no report of death or permanent impairment associated with this event.